Event description:
It was reported to philips that the system gave an alert indicating the "exposure preparation failed. Please retry", which prevented imaging. The user had to use a mobile c-arm to complete the procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.